Event description:
It was reported that the right ventricular (rv) lead had alerted for low lead impedance and oversensing. The lead was programmed off until the physician can make a determination. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).